Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The camera cable was twisted. The scope mount was worn. The exact cause of the reported event could not be conclusively determined. The scope communication error e226 is an error caused when a communication error with the video system center occurs. Error e226 may have been caused by a communication failure due to a camera cable unit failure. The cause of the camera cable unit failure could not be identified. As a result of the investigation, olympus medical systems corp. (Omsc) confirmed the following. Omsc reviewed the device history record and confirmed that there were no manufacturing anomalies, special hires, or variations. The device had no repair history. It was found that the endoscope image failure occurred due to the failure of the camera cable unit. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus for repair because the video did not display properly. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the scope communication error e226 was displayed on the monitor. Error code e226 means that the communication between the endoscope and video system center has failed.